Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a qdot micro catheter and an irrigation issue (device used in patient) was observed. The qdot micro catheter was not irrigating properly. After removing the qdot micro catheter from the body and inspecting it, it was noticed that the qdot micro catheter tip was only "dribbling" out fluid, even on the high-flow irrigation setting. Also reported that some of the irrigation holes on the tip of the qdot micro catheter appeared to be "blocked." The qdot micro catheter was replaced and the issue was resolved. The procedure continued. No patient consequence was reported. Additional information was received. Visually inspected by physician. The device was used in the patient. The smartablate pump was used for this device. No error, catheter would not flush. Steps taken to resolve the irrigation issue was to flush and replace the catheter. The correct catheter settings were selected on the generator.